Manufacturer narrative:
Note: h6 health effect - clinical code includes "appropriate term / code not available (e2402)" as a placeholder for the appropriate code of e20 (injury), which cannot be submitted to the FDA. However, "injury" would otherwise be the most applicable code to the reported event. The patient consequence here qualifies an iatrogenic injury, which is an injury that occurs unintentionally from medical treatment or procedures (the varipulse catheter dislodged an atrial lead). Therefore, e2402 has been used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ catheter and the patient experienced dislodgement of atrial lead that required lead revision. It was reported that the carto 3 system froze while changing visitag parameters during the procedure. The case was an ee using the trupulse generator. After switching from the trupulse generator to the ngen generator the carto 3 system froze while he was changing the visitag parameters and was not able to close the visitag preference window. After waiting 60 seconds the window closed and he was able to continue the procedure. It was also reported that while using the varipulse catheter to complete a cti (cavotricuspid isthmus) line the physician dislodged the atrial lead. The physician was "informed about on label use of the varipulse catheter before the occurrence." The patient was stable and will be scheduled for a lead revision. The procedure completed without any further issues.

Manufacturer narrative:
On 7-mar-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31483547l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).